Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the unit¿s image has black lines due to an internal failure of the beamformer.

Event description:
01/02/2025 it was found during an evaluation the unit¿s image has black lines due to an internal failure of the beamformer.